Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: e216 error, due to damage on the nozzle the water removal ability did not meet the standard value, the flexibility adjustment ring had a scratch, the suction cylinder had no color, the suction cover had a scratch, the switch box had a scratch, the circuit board unit in the scope connector had corrosion due to water leakage, the plug unit had corrosion due to water leakage, the micro connector unit in the scope connector had corrosion due to water leakage, the cable unit had corrosion due to water leakage, due to burn on the plastic distal end cover the insulation resistance value at distal end did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the objective lens had a chip, the light guide lens had a crack, the bending tube was deformed, the connecting tube was snaking, and the universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had an e216 error. The issue was observed during preparation for use. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the air/water cylinder and tube and the nozzle had foreign objects attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material that adhered to the scope was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.